Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was a leak in the patient line, which is a known cause of the reported alarm. The cause if the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during use. The patient was connected at the time of the alarm. The patient stated that there was a leak in the patient line four inches away from the transfer set connection. The technical service representative (tsr) assisted the patient to clear the alarm. The tsr advised the patient to start over with all new supplies or to use continuous ambulatory peritoneal dialysis supplies to complete therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.